Event description:
It was reported that the patient experienced episodes of syncope due to loss of pacing of the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was received with normal telemetry communication and output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal ranges. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.